Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. The customer's blood glucose (bg) level was 300 (mg/dl). Manual injection was administered to address bg level.